Event description:
The batteries in the suspect device got hot and melted the inside plastics. The user removed the batteries and threw them away. The device was replaced and requestged to be returned for evaluation.